Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shocks due to oversensing of noisy signals. A chest x-ray was taken and revealed an anomaly with the lead above the proximal coil. The lead was extracted and visual inspection noted a cut in the insulation approximately 3 centimeters above the lead's proximal coil. The lead and the associated device were successfully replaced. No adverse patient effects were reported. Additional information was reported that the oversensing did not result in asystole for this patient as this patient is not pacemaker dependent. The rv lead was subsequently returned for immediate laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Resistance testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory analysis confirmed the insulation damage which may have contributed to the other field observations of noise and oversensing.